Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the sheath of a 6f 11cm avanti+ introducer transradial kit was unable to be removed smoothly at the end of an interventional treatment procedure. The device was removed intact in one piece, and the sheath was replaced with a new sheath plus inner core. After removal, sheath deformation was observed, including compression/crushing. There was resistance/friction while using concomitant devices with the sheath. There was no reported patient injury. The hospital reported it as an adverse event to the china nmpa directly. No anatomical abnormalities were noted at the insertion site or access vessel. The sheath was wetted or wiped with wet gauze before insertion, the device was flushed prior to use, and the vessel dilator was secured at the hub before insertion. No damage or anomalies were observed on the device or packaging before use. No difficulties were encountered during sheath insertion, and no concomitant devices were used through the sheath before the withdrawal difficulty occurred. The sheath became deformed and could not be removed. Excessive force was not applied during removal attempts. No radial artery spasm was suspected or observed. The device will be returned for evaluation.